Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the display screen had become discolored and dim. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: the pump powered up normally but the display screen was blank. The customer complaint could not be fully investigated as a result and could not be confirmed. When the display was examined, the connector to the display screen was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).